Manufacturer narrative:
Batch review performed on 18 december 2018: lot 167359: (B)(4) items manufactured and released on 09 march2017. Expiration date: 2022-02-27. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: gmk-sphere tibial insert fixed sphere flex size 4/17 mm r reference 02.12.0417fr (k121416). Lot 168359: (B)(4) items manufactured and released on 23 february 2017. Expiration date: 2022-02-08. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4 r reference 02.12.t3i4r. Lot 168376: (B)(4) items manufactured and released on 20 march 2017. Expiration date: 2022-07-03. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2 reference 02.07.0034rp (k090988). Batch review performed on 18 december 2018: lot 170489: (B)(4) items manufactured and released on 10 may 2017. Expiration date: 2022-04-24. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary total knee surgery on (B)(6) 2017. The patient now reports that she is experiencing pain and discomfort that causes her to be unable to walk, 4 months after primary. No additional details are available.